Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during infusion of nipride (dose, programmed amount and delivery rate unknown) with a spectrum iq pump, a coronary patient experienced persistent hypertension. The pump alarmed empty bag; however, ¿about¿ 100 ml remained in the bag. "Aic" was advised, and the spectrum pump was replaced. Medical intervention and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.